Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices were shutting down abruptly especially after programming an infusion and prior to start an infusion. This was reported to manufacturer representative during site visit. There was no information on patient involvement. Although requested no further information is available. No devices will be sent to bd for evaluation.